Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. Functional analysis was performed and identified a problem with the hospital mains power. The customer's facility maintenance staff corrected the power, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was down and not turning on. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.